Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: (B)(6) 2012 ¿ inratio results: 2.0, 2.9 and 3.2. Testing was done on three separate fingers of the same hand within minutes. Pt¿s therapeutic range is 2-3. Caller stated she had a bloody nose on (B)(6) 2012. Caller was not bleeding or bruised on (B)(6) 2012.

Manufacturer narrative:
Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012- inratio results ¿ (2.0, 2.9, 3.2), mean ¿ 2.7, sd 0.62, %cv- 23.13, result ¿ fail. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. Results are considered discrepant beyond the documented variability for pt/inr testing. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 273315. Test results as follows: donor 1 ¿ inratio results (1.7, 1.7, 1.7), reference- 1.65, bias threshold ¿ (1.15 ¿ 2.15), %cv- 0.00. Donor 2 ¿ inratio results (3.3, 3.3, 3.1), reference ¿ 3.33, bias threshold ¿ (2.33-4.33), %cv ¿ 3.57. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than investigation is necessary. Root cause could not be determined from the info provided by customer. (B)(4). Due to this low occurrence rate, below action thresholds monitored by quality assurance for corrective action (B)(4) no further action is required at this time. No corrective action required at this time as no product deficiency was established.